Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the pcs®2 plasma collection system in order to check for any faults, the machine was found to meet specifications and did not have any defects which required repair. There was no evidence of a device malfunction found.

Event description:
On october 26 2020, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed, the pcs®2 plasma collection system collected 879ml plasma. The donor had completed previous donations without any issues or reactions recorded. Customer was notified by donors family that cause of death was a deep vein thrombosis but an autopsy was not performed at this time and there were no reports available to confirm.